Event description:
Per the clinic, the patient experienced skin overgrowth, pain and chronic inflammation at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment. The patient was also treated with topical antibiotics (specific date and duration not reported) after the abutment removal.

Manufacturer narrative:
This report is submitted on october 17, 2023.